Manufacturer narrative:
Based on the investigation results, it was determined that the use of products containing silicone likely led to the malfunction. Silicone, commonly found in substances such as simethicone, defoaming agents, and lubricants, is known to cause deposits of white foreign material. If the customer used such products, there was a risk that foreign material remained in the channel, even when reprocessing was performed in accordance with the IFU. Since petroleum, oil, and silicone-based lubricants are not water-soluble, their use is not recommended by olympus. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited foreign objects within the air/water tube and cylinder. There were no reports of patient involvement.